Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause for user advisory (ua) 07 error was due to failed load cell. The cracked cover and the load cell failure were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a damaged top cover. The probable root cause for the observed physical damage was user mishandling such as a drop. The top cover was replaced to address the observed issue. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated that load cell module 2 exceeds normal parameters and was replaced to remedy the (ua) 07 error. Following service, the autopulse platform was subjected to the run-in test using the normal and 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes each without any fault or error. A load cell characterization test was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory and immediately performed manual CPR. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.